Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found the leak was coming from the recirculation pump air vent hose and drying valve. Further inspection of the unit identified the recirculation pump became unseated from the motor shaft, causing the pump to excessively vibrate, resulting in a cracked drying valve and leak in the air vent hose. To resolve the issue, the technician repaired the recirculation pump, replaced the air vent hose and drying valve, ran a test cycle, and found the unit to be operational. The washer was returned to service. The unit was manufactured in 2006 and is under steris service agreement.

Event description:
The user facility reported water leaking from their reliance synergy washer. No report of injury.